Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-57838.

Event description:
It was reported the customer was having issues with their sensor. The customer also reported that their insulin pump would go into threshold suspend when their blood glucose was perceived to be low. The customer stated their sensor glucose reading would be 60 mg/dl, but their blood glucose would be 90 mg/dl. The customer also reported that there would be a delay for their blood glucose to rise again after they had treated for low blood glucose. The customer also stated their insulin pump would often suspend their bolus delivery when it was needed. No additional information provided.